Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the tip of the twist drill device broke while the surgeon was drilling into the skull. It was reported that the device was connected to the attachment device and motor device when the event occurred. It was further reported that the rotational speed of the short attachment device was slower than expected. It was unknown if the broken tip could be found; however, there was no report of the tip falling into the patient. It was not reported if there were any surgical delays or whether a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the cutter was broken. The external features of the device were visually inspected and observed that the tip of the cutter was broken. The cutter was examined using 40x magnification. Based on the photographs taken, the angle indicated that there was excessive force applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral or side to side force, which is user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.